Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.